Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure with hernia repair and device implant on (B)(6) 2013. Esophageal dilations were attempted to alleviate post anti-reflux procedure dysphagia. Prior to explant, patient underwent surgery to remove adhesions on (B)(6) 2015. Device explant (B)(6) 2015 due to dysphagia, cramps, and pain. Device found in correct position/geometry.